Event description:
Information was received regarding a cadd extension set. It was reported that there was a presence of a leak from the extension set at the filter level. The leak was observed at the moment of installation after 1 hour - 1hour 30 minutes. The user had to change the extension set with a different lot number. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.

Manufacturer narrative:
Other text: device evaluation- the device history record was reviewed for the reported lot number. The review showed no related observations identified to suggest the reported issue was observed during production. One used sample was provided for evaluation. During functional testing the returned device was found to leak at the filter. Eight unused samples were provided and no faults were found during testing with the unused samples. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. The review of current process controls showed the bonding operation (tube to filter bond) was being performed properly. The cadd administration sets are sampled for leak testing at regular intervals during production of every lot number. The cadd administration sets are also sampled for verification that the tube-to-filter bonds measure within specifications. The investigation determined the issue was potentially caused by surfactants (includes silicone-based lubrications) transferred from syringes used during filling process. The investigation did not identify a manufacturing problem that led to the condition seen in the returned samples.